Manufacturer narrative:
(B)(6). (B)(4). Partial deployment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during a stenting procedure performed on (B)(6), 2009. According to the complainant, after dilating the stricture, the physician advanced the device through the lesion. It was indicated the device was torqued during advancement. When the physician attempted to release the stent, resistance was encountered and the deployment suture broke resulting in partial deployment of the stent. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.